Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available for evaluation. A follow up medwatch will be submitted if any additional information becomes available. (B)(4)

Event description:
This is a report from baxter (B)(4) of some cracks on the stopcock body that were noticed during use causing the blood to leak out of the cracks. No patient injury or medical intervention was reported. No additional information is available.